Manufacturer narrative:
The device evaluation is ongoing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This reported is related to MFR# 9610595-2024-17941.

Event description:
The customer reported having used the colonovideoscope on a patient while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.